Event description:
It was reported that during an arthroscopic surgery the patient got burned an the area of the chest / armpit area by the blue light wire cable. The cable came in contact with the patient for a short period of time but the metal piece ( connector to the optic) became too hot and burned the patient. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.